Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted as x-ray revealed that ra lead was in the rv lead due to dislodgement. Additional information confirmed the lead was repositioned four times during initial implant. This ra lead was also reported to have been oversensing due to falling into the ventricle. As a result the patient experienced palpitations. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted as x-ray revealed that ra lead was in the rv lead due to dislodgement. Additional information confirmed the lead was repositioned four times during initial implant. This ra lead was also reported to have been oversensing due to falling into the ventricle. As a result the patient experienced palpitations. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.